Event description:
In 2009, the patient was treated for repair of an infrarenal abdominal aortic aneurysm. The patient's iliac artery measured 6 to 6 1/2 mm with calcium. Calcium measurements are unknown. The physician used an 18 fr gore introducer sheath, and while advancing the sheath, the iliac artery ruptured. Two gore viabahn endoprostheses were inserted. Then the physician chose to do a flank incision due to the extensive injury to the common iliac artery, and sewed in an 8 mm dacron graft. Once the repair was completed, the physician was able to place two gore excluder aaa endoprostheses with no additional adverse events reported. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot number was unavailable. Per the gore introducer sheath instructions for use, ensure the vessel is of adequate size and appropriate tortuosity for the insertion of the introducer sheath. If vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the patient including death may result. The 18 fr gore introducer sheath with silicone pinch valve is for a vessel size of 10-11 mm. Attempts to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable, or was not applicable.